Manufacturer narrative:
Allegations related to fluid leak out of the pump connecting tube and mechanical issue were reported. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The tubing was identified to be cut down to the pump block. The tubing was not returned for analysis. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported allegations related to fluid leak out of the pump connecting tube due to the tubing was not returned for analysis. However, product analysis concluded the identified pump failed functional test was the most probable cause of the reported event. Product analysis confirmed pump malfunction. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The ams 700 hazard analysis indicates that the as reported events this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform.

Event description:
It was reported that due to the device not working properly the patient had his inflatable penile prosthesis (ipp) explanted. This occurred two weeks prior to this surgery and upon inspection, it was found that there was a crack in the pump causing saline fluid to leak out of the pump connecting tube. It was added that the cylinder "expansion" was not working. The cause of the tube crack was not elaborated by the hospital. The patient improved after this operation.